Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented a remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed and will be made at the next follow-up check.